Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed the partial release of the stent graft furthermore, the outer sheath was found to be perforated by a stent graft strut. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The stent graft could not be deployed due to the strut perforating the outer sheath of the delivery system. This may have been caused by difficult anatomic conditions or a challenging placement site resulting in increased friction and subsequent damage to the outer sheath. Not using an introducer sheath or the use of an inappropriate guide wire also may contribute to a damage of the delivery system tip and subsequent perforation in this case, no details regarding the guide wire used were provided and no introducer sheath was used. Based on the information available, a definite root cause could not be determined.

Event description:
It was reported that during implantation of the stent graft in a venous anastomosis, the stent graft could not be deployed any further after being partially released. Therefore, the stent graft delivery system was exchanged for another stent graft that deployed successfully. There was no reported pt injury.